Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reports the patient had device removed. The representative was unsure of the date. The healthcare provider feels like the lead had shifted and patient wanted device out due to her anxiety. Device did not malfunction. Patient was actually scheduled to get procedure again on (B)(6) 2014.

Event description:
It was reported that while stimulation was turned on and off, the patient complains of stimulation down their leg causing toes to curl. The patient was implanted three and a half weeks/almost one month ago. The patient began complaining of stimulation down her leg causing toes curl on friday night. When the patient contacted clinic, the do (osteopathic doctor) told her to turn it off. The patient contacted the do on monday and stated that over the weekend the sensation got better a little bit but the patient continues to have toe motor response with stimulation on and off. The patient did report heavy lifting on friday before the effect was felt. The representative stated that the patient did not report fall or car accident. Therapy setting was less than 1.0 volts when it was on. During trial in or (operating room) the patient felt good about stimulation at 1-1.5 volts amplitude setting. Post-operative in sitting position the patient was more sensitive to therapy so amplitude was set below 1 volt. The representative states that the do thinks the lead may have shifted. Do wants the patient to wait it out, but patient had high anxiety and stated that they would like to remove the lead. Do was recommending wait to see if the lead shifts again or revise the lead. It was noted that the do suggested acti on of lead revision is appropriate. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0m0x3, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# va0m0x3, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). The initial MDR was filed as MFR report #3007566237-2014-03319. Additional review indicated the correct manufacturing site was site 3004209178.

Event description:
Additional information received reported that there was malposition of the sacral nerve stimulator (sns) lead. The patient had CT of their abdominal area and pelvis with and without contrast on (B)(6) 2014. The lead must have been touching the nerve and the patient was going to give it a few more days to move on its own on (B)(6) 2014. The patient was 3 weeks status post placement of their implantable neurostimulator (ins) system on (B)(6) 2014. The patient had dramatic improvement in their voiding dysfunction. After leaning over to pick up their dog, the patient developed pain in their right leg that did not respond to conservative measures including a steroid dosepak and turning the device off and it was felt that the lead and generator should be removed. The lead was removed completely and was found to be completely intact. The device was completely removed on (B)(6) 2014, there were no complications, and the patient tolerated the procedure well. On (B)(6) 2014 the patient was implanted with a stage 1 system, and on (B)(6) 2014 the patient was implanted with a new ins.